Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that patient underwent recurrent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that patient had a previous hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted a tremendous amount of scar tissue requiring sharp dissection. The cord was denuded and a cord lipoma was excised. The mesh was no longer secured to the transverses or the symphysis. The piece of mesh was removed since it was no longer attached to the symphysis pubis and transversus abdominis muscle. It was reported that the patient experienced severe pain and sharp pain, inflammation and infections. Other implanted product was captured in separate files. No additional information is provided.